Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's inlet line proximal filter was observed to be occluded. The device¿s inlet line proximal filter was replaced to address the issue. In addition of the above evaluation, the device's flow senor and blower assembly were replaced due to test fail and smell. The technician performed final test, battery checking, valve checking, a test run, cleaning and software version was checked, which was not related to the malfunction/issue.